Event description:
Customer reported that the current pump's battery required charging more frequently than expected. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up, and no additional information was received regarding corrective actions taken.